Event description:
Customer reported the system will not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the low voltage power supply. System operates as intended.